Manufacturer narrative:
Pump received with critical pump error (open book) due to moisture damage on the motor, battery tube, vibrator, keypad flex tail and electronic assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. The customer screen of pump with an x across the display with an arrow point to a book he removed the battery and it kept beeping. The insulin pump will not be returned for analysis.